Manufacturer narrative:
The pump has been returned to animas for evaluation. When the investigation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was moisture behind the display. There is no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed unexplained power on reset events. No damage was found to the battery compartment or returned battery cap. Moisture was found in the display lens. No corrosion was found in the battery compartment. The battery cap fully attached to the pump and successfully completed 24 hour testing. No power on resets were duplicated during investigation. A leak was found in the audio bolus button. The pump cover was removed to find internal moisture on the printed circuit board and internal components.